Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had a small particle. This was identified during visual inspection of the finished product at the compounding facility. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between may 26, 2022- may 27, 2022. H10: the actual device and a photograph of the sample were received for evaluation. The actual device was received only partially filled with a solution. Visual inspection of the actual sample under magnification was performed and no particulate matter could be observed in fluid pathway of container. The fill port cap was removed and no issue was observed of the connector or cap area. The photograph was visually inspected and on the right side of the image, a white polymeric appearing particle possibly of acrylonitrile butadiene styrene material was observed in fluid path. The reported condition was verified from the photo analysis. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.